Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. Customer experienced a signal loss and was unable to receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced a loss of consciousness and was unable to self-treat, requiring treatment of an unspecified emergency injection by third-party before the paramedics arrived. The customer then received grape juice as treatment by a healthcare professional due to the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Attempt to scan the sensor with the evaluation module (evm) and data extraction was unsuccessful. The de-cased returned sensor revealed damage to an internal component. An extended investigation was performed. A visual inspection of the de-cased returned sensor puck and its printed circuit board assembly (pcba) revealed multiple damaged capacitors. Additionally, the antenna and molex connector were removed from the pcba, and the bluetooth low energy (ble) radio chip was found to be severely an extended investigation was conducted, including additional attempts to scan the returned sensor patch. All scan attempts were unsuccessful, and the puck was unable to communicate with the evaluation module (evm). Damage observed on the pcba tracks, molex connector, antenna, and electronic components prevented functionality testing from being performed. This damage occurred during the de-casing process in a previous phase. As a result, the investigation could not be continued because the sensor was no longer in a condition suitable for functionality testing; therefore, this issue is unable to test. All pertinent information available to abbott diabetes care has been submitted. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device.

Event description:
An alarm issue was reported with the adc device. Customer experienced a signal loss and was unable to receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced a loss of consciousness and was unable to self-treat, requiring treatment of an unspecified emergency injection by third-party before the paramedics arrived. The customer then received grape juice as treatment by a healthcare professional due to the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.